Event description:
Neurosurgery team removed patient's codman microsensor. Per doctor's note: "attempt to remove wire and caught on bone flat, tip broke off when removing." Head CT obtained ¿ tiny wire tip was visualized outside of the brain tissue at the border of the bone.